Event description:
Adverse event(s): "no patient involvement" (no patient involvement). Product problem(s): "system messages displayed" (device displays error message); "alternate light source used." (No code available). A customer reported a system message was received during setup. Another light source was used to complete the case. There was no patient involvement.

Manufacturer narrative:
A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).